Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that no power to the control module which resulted in the inability to operate the table properly. Upon functional testing, the fse found that dcm16 fuse tripped as some wires of the control module were short circuited which resulted in no power to control module and the joystick of the control module was broken due to long-term excessive force resulted in rod damage. The fse replaced the control module ort ER. After replacement of control module ort ER, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that there was control module problem. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that there was no power to the control module. Troubleshooting actions showed that the dcm16 fuse tripped as some wires of the control module were short circuited. The fse repaired and reconnected the cables. The system was returned to use in good working order. The investigation is ongoing. A follow up report will be submitted when further information is received.